Event description:
The lay reporter contacted lfs on (B)(6) 2010 alleging a battery indicator on the patient's one touch select meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The reporter mentioned that the alleged issue with the meter began approximately 2 months ago. Due to the alleged issue the patient increased their lantus to 10 more units for a total of 30 units. At an unspecified time later, the patient developed symptoms of feeling dizzy, sweaty, was pale and felt low. At another time the patient had a hard time moving and obtained on her neighbor's meter and obtained a 603 mg/dl. . She tested on another device and obtained a blood glucose 580 mg/dll and 600 mg/dl on her neighbor's meter two months ago. The patient self-treated and increased their lantus to 50 units. The patient did not seek any further medical attention or contact their physician for assistance. This is not the first time the product is being used. The patient denied any misuse of the product. The batteries did not need to be replaced based on the initial call with the patient. The patient has to replace the battery between 4-8 days. The issue was not resolved and the meter was replaced. No further clinical information was provided. It would have been helpful to know how long symptoms lasted, readings prior to the event and whether the patient increased the insulin on their own or based on their physician's recommendation. The complaint is being reported since the patient alleged that due to the battery indicator, the patient developed symptoms of a serious injury and had to self-treat with an increase dosage of insulin.

Manufacturer narrative:
B3 date of event was not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.